Event description:
The customer reported to customer service that she experienced a loss of suction with her breast pump on one side and that she has mastitis for which she saw her physician and was prescribed antibiotics.

Manufacturer narrative:
Customer service performed troubleshooting over the phone with the customer and discovered that the customer was not separating and cleaning the spare parts after each use. She only rinses the items and then sanitizes them in the microwave. The customer was advised about cleaning and replacing of spare parts. Customer service also discovered that the customer does not usually go back into stimulation phase when her milk stops to try and achieve a second let down and she was advised to do so to ensure fully emptying of her breast. New spare parts were sent to the customer. In follow up, the customer indicated that the replacement spare parts resolved her issue and that she has recovered from mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition. Page 294)]. The customer was not asked to return the pump. As the issue was determined to be caused from the lack of cleaning and replacing the pump's spare parts and was resolved by replacing them. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.